Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 93 mg/dl. The customer was stated that they had been treated with candy throughout day for maintain sugar level. The user alleged the insulin pump was over delivering insulin due to he thinks that the pump is giving too much insulin that he doesn't need. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.